Event description:
The customer complained of the insulin pump alarming button error. Troubleshooting was performed, and the customer was advised to revert to a backup plan to treat her diabetes. At the time of the phone call, the customer's blood glucose reading was 200 mg/dl. The customer stated that she did not have a backup plan, so she was going to go to the hospital to have her blood glucose treated and to attain a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.